Event description:
It was reported the lead was explanted and replaced due to oversensing and high impedance of greater than 2100 ohms. No patient complications were reported as a result of this event. Additional information was received from the patient's attorney who alleges the patient had experienced inappropriate shocks prior to lead replacement along with "physical and mental pain."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. Analysis detected only one setscrew mark and that the setscrew mark on the lead pin is too proximal. This indicates that the lead was not fully inserted into the device header. Other: it was reported the lead was explanted and replaced due to oversensing and high impedance of greater than 2100 ohms. No patient complications were reported as a result of this event. Additional information was received from the patient's attorney who alleges the patient had experienced inappropriate shocks prior to lead replacement along with "physical and mental pain." Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event. Impedance, high, oversensing; shock, inappropriate.